Manufacturer narrative:
(B)(4). Batch m5463k. (B)(4). Additional information was requested and the following was obtained: when the knife started to advance, then made a loud noise, like the knife went out of channel, and the knife would not travel, did the device deliver any staples? Partially but only about 1/4 of the way. If yes, were the staples formed properly? A few formed and some partially. If yes, was the staple line interrupted/missing staples? Not that I recall. If yes, was the staple line complete (full 60mm)? No when the knife started to advance, then made a loud noise, like the knife went out of channel, and the knife would not travel, did the device cut? It started to cut into the point that it jumped the channel. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Didn't notice. On the firing where the cut line was shorter than expected and it was difficult to visualize the staple formation, did the staples end up being formed properly? What was the bmi of the patient? (B)(6) ( I don't recall exactly). Was the patient male or female? Male. Was a leak test performed and if so, what was the result? Yes but 95% of the sleeve. Was done with the cov manual stapler. Leak test was fine. He over sewed where our staples were on the partial first firing. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? None that I heard of. The analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. Furthermore the anvil knife slot was noted to be damaged. In addition the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional test could be performed due to the condition of the anvil, however a dry fire was performed and it achieved its complete firing sequence without any difficulties. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process. An intra-operative photo was received. Based on the photographic evidence the event description that the anvil was deformed can be confirmed. The deformation is caused by the feature on the knife assembly that draws the anvil closer to the channel and cartridge during firing to provide focal compression. When there is too much tissue in the jaws of the device or when fired over a hard object that doesn¿t allow the jaws to come together during firing, this anvil shear condition can occur.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was loaded with a green cartridge and gore seamguard and on the first firing over thick gastric tissue, it locked out. The knife reverse button was used to remove the device. The green cartridge was removed and a black cartridge with seamguard was loaded. The surgeon closed the device on gastric tissue for a full fifteen seconds and fired. The device sounded very labored when firing and the cut line was shorter than expected. Staples were deployed although it was difficult to visualize the staple formation. The device was loaded with another black cartridge with seamguard and placed on gastric tissue to continue the cut line. The device was fired and the knife started to advance, then made a loud noise, like the knife went out of channel, and the knife would not travel. The surgeon and sales rep checked and the device was not being fired over any clips or staple lines. The device was removed from the case an on inspection, the anvil of the device was deformed, like the knife dented the metal of the anvil from the inside. A competitor&#38112;device was used to complete the procedure. There were no patient consequences.